Event description:
The plastic that covers the internal wires on the rn call device has become separated from the control device housing thereby exposing the inner covered wires. Rptr has seen this occur with a number of these units. At least ten have had to be replaced and more are going to have to be replaced. The devices are ul approvied